Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture/separation, catheter separation. Time of malfunction: during the procedure. Symptoms/ae: surgery to remove separated balloon/ catheter. It was reported that during an angioplasty of a long, highly stenosed and calcified lesion in the left deep femoral artery, using a contralateral approach, the viatrac 14 plus balloon ruptured at 10 atmospheres. The balloon was cut along its diameter into two parts. During removal of the catheter through the introducer sheath, the inner member separated leaving the catheter and proximal section of the balloon partly inside the sheath and the distal balloon section outside of the sheath. The catheter with the proximal balloon part and the terumo sheath were removed from the anatomy after an unsuccessful attempt to snare the distal part of the balloon. An angiogram confirmed there were no balloon pieces remaining in the left femoral. The distal balloon marker was seen in the right femoral which was then surgically removed. The complete catheter and balloon were removed form the anatomy. There was no pt sequela. There was no additional info provided.